Event description:
"Let breast cancer 2006. Had removed and inserted. This is my number mentor - ref 350-6004bc, sn (B)(4), 600cc with alloderm and 2 weeks post op read and had to use antibiotics. Constant pain, coldness, sinus infection, stomach pain, bladder pain, intractable migraine, bobby aches all over ongoing for 3 years and no one will help with thc. (Specialist and all professional tired and had surgery scheduled to remove the implant in (B)(6) 2019 but all out of pocket was met them (B)(6) cut my insurance because I qualified for (B)(6). I cannot afford trokendi xr that made my participation seizure eeg normal, cannot afford "chance" and linzess because I cannot use discount card. My (B)(6) is not free. I pay (B)(6) and so, why I cannot use discount card without copay from trokendi xr. Since, I do without or skip days. Why (B)(6) does not allow discount card when you are paying and our amount is the same as (B)(6) for me and my husband who is also on (B)(6). The deductible is the only true blessing . I am disabled and this has been giving me fits. If a recalled or if my doctor did not report the red as fire breast 2 weeks post op and I had to have another surgery why? I had surgery to remove this (B)(6) 2019 and need it out because of the pain and suffering since. Fat he tried to do. Do I need a referral to balance my breast and look normal again. I am a breast call survival. I did not do this for looks I wanted to fat at my cut line removed to fill in the bony are on my list cancer breast. I need help, guidance and do memory help by mentor pays for this. I need adjustment. He wants to use my flap on my back may be smaller but a bit size this just fine with me. I had 2 sinus surgeries; (B)(6) and I want this all do and if fat can make me normal as possible and stop my suffering, please help me. My doctor has the picture with the red breast as fire 2 weeks post op. (B)(6) in (B)(6), I do not. I need this implant out and I have proof of the difficult by (B)(6) office. Infection 2 weeks and ongoing coldness and pain. Pain the pain meds do not help. All over body aches. Depression and anxiety if the alloderm had bad cells. I am leaking. I want this out and do I have to pay all the insurance or does mentor pays for the correction and balance to my body and I need to feel better , my immune is low had to get a shoe with good response. What do we do. If this was not a recall, I am the recall I close to recall than any. My infection should have been reported the coldness and pain since I had this in. Was this reported I am somebody and in severe pain everyday, covid - I been in home for 3 years. Let breast ca. Cardiac ischemia since a pain special have mobic which I was allergic to nsaids, ibs, ic, intractable migraine, chronic sinus, spondylosis of cervical to sciatic . Pain travel down legs, neuropathy both are. Pharmacy have (zanaflex and cipro) 2016 and the fortune 500 company refused to do the right thing cause total disability. Harm by urologist (B)(6) in (B)(6). Discharge 4 days after witness unable to void normal. Medical board refused to investigate and he had 6 to 7 settlements on file and my pain is daily. My new dr (B)(6) moved back to (B)(6), gave me a miracle drug and with valium to insert, I could not deal with all the chronic pain that the laws says I qualify for." FDA safety report ID# (B)(4).